Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The log displayed a transient low voltage/power cable disconnect event on (B)(6) 2020 at 11:07am for 3 seconds while tethered on mobile power unit (mpu) where the controller was momentarily disconnected from a power source. This was caused by power to the mpu being briefly interrupted. This may be due to the power cord coming loose from the wall outlet or the house losing power. Patient has expressive aphasia and was unable to report if he was on batteries or mpu. No further information was provided.

Manufacturer narrative:
Heartmate 3 patient handbook and heartmate 3 instructions for use explain all alarms, including power cable disconnected and no external power alarms, and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook warns "if there is a power failure, transfer from the mobile power unit to another power source. The backup battery in the system controller will temporarily power the pump while transferring to battery power. Do not rely on the system controller¿s backup battery as a power source during ac power failure, as it will only power the pump for a limited amount of time and the pump will stop." It also cautions "do not connect the mobile power unit to electrical outlets that are controlled by a wall switch, as the mobile power unit may be left inoperable." And "when moving the mobile power unit to a different location or ac power source, first connect the system controller to heartmate 14 volt batteries." Heartmate 3 patient handbook and heartmate 3 instructions for use caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Manufacturer's investigation conclusion: the report of a low voltage and power cable disconnected alarms while on mpu support was confirmed through the analysis of submitted data log files. Two log files were submitted and were noted to contain the same data. The log files contained approximately 48 days of data (dated (B)(6) 2019 - (B)(6) 2020, according to the timestamp). At approximately 11:07am on (B)(6) 2020 the log file captured a no external power alarm (along with associated power cable disconnected and low voltage hazard alarms) while the controller was being supported by a mobile power unit (mpu). Although the root cause of this event could not be conclusively determined, based on previous complaint experience, this event appeared to be a result of a loss of ac power to the mpu. During this event the controller was supported by its internal backup battery and supported the pump at the set speed, as designed. Once ac power was restored to the mpu ~3 seconds after the start of the event, the no external power alarm cleared. Throughout the log file the controller supported the pump at the set speed, as designed. The mpu used during the reported event was not returned for analysis. A request for product return did not receive a response. As a result, the root cause of the reported event could not be conclusively determined. Although the root cause of the event could not be conclusively determined, similar reports of loss of ac power while on mpu support have been documented and corrective action (CAPA) has been initiated to mitigate the occurrence of this issue. The mpu used during the reported event was manufactured after the implementation of this CAPA. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.